Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the vessel sealer extend (vse) instrument moved when inserting the vse instrument into the trocar without the surgeon operating the surgeon side console (ssc). There was a communication error between the instrument and the tower. No fragment fell into the fragment. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. .

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument and completed the device evaluation. The instrument was analyzed and found to have the main tube dislodged. The main tube metal tabs were found to be dislodged from the slots at the distal end. As a result, the instrument failed intuitive motion. Additionally, the instrument exhibited imprecise motion when the master tool manipulators were manipulated. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument exhibited imprecise motion in the wrist direction during gripping and ungripping. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion that was observed. Additionally, the instrument was found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.4040# - 0.1295# in length and are axially aligned with the tube axis. Material is not missing from the surface of the main tube. Components adjacent to this scratched main tube do show damage. The main tube is dislodged. Also, the instrument was returned with the power cord cut off. Visual inspection did not reveal any thermal damage or signs of "melting". The instrument was placed and driven on an in-house system and instrument passed the recognition and engagement tests. The probable root cause of a dislodged main tube is attributed to damage during use. When the roll gear tabs that mate with the main tube and provide a hard stop are damaged, the main tube can rotate independently of the roll gear. This rotation can cause a miscalibration between the mtm and main tube.

Event description:
Refer to h11 for follow-up information.